Event description:
It was reported that the column lift power supply failed on the 8800 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.